Event description:
On (B)(6) 2022, lay-user/patient¿s spouse contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained by the cca during a follow-up call with the reporter. The reporter stated that the alleged meter inaccuracy began on the morning of (B)(6) 2022 and that on (B)(6) 2022, the patient obtained blood glucose readings of ¿63 and 331 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The reporter informed the cca that on (B)(6) 2022, the patient was found ¿unresponsive¿ and the emergency medical services (ems) were notified for assistance. During the follow-up call, the reporter claimed the patient¿s blood glucose was measured on the ems device on their arrival but was unable to provide the result obtained. The reporter claimed the patient was treated by ems with ¿some kind of medicine¿ and was given a sandwich and orange juice. During the follow-up call, the reporter stated that the patient tests his blood glucose 5 times a day and that his expected readings are ¿at least 120 mg/dl¿. The reporter claimed the patient manages his diabetes with novolog insulin (at least 10 units at breakfast, lunch and dinner adjusted according to blood glucose readings). Prior to being found ¿unresponsive¿, the reporter claimed the patient had last tested his blood glucose with the subject meter on may 20, 2022 at 10:00 pm and a result of ¿474 mg/dl¿ was obtained which was higher than expected. The reporter claimed the patient was given an increased dose of 70 units of insulin based on the meter result. During the follow-up call, the reporter attributed the patient¿s reported injury to the alleged meter inaccuracy. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca documented that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention, after being administered an increased dose of insulin based on an alleged inaccurate reading obtained with the subject meter.